Event description:
It was reported to phillips healthcare that the heartstart mrx was not in operational order. There was no reported pt impact.

Manufacturer narrative:
(B)(4): follow up report will be submitted upon completion of the investigation.